Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was leaking and was infected. Follow-up yielded no further information. The status of the device is unknown as the patient said they were unsure if the device was "fixed" or replaced. No further patient complications have been reported as a result of this event.